Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used before a procedure. It was reported that while trying to load patient exams the system exited software unexpectedly. They got to the registration task in the software, and the system went back to the blue boot up screen. The surgeon decided to proceed with the case without the use of navigation. This took place before the patient was present.

Manufacturer narrative:
The system logs were received. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.